Event description:
It was reported the subject device sheaths were shearing when inserting into the scope. The issue occurred during sedation with the device inside the patient of a diagnostic endobronchial ultrasound procedure, that was completed with a similar device with delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.